Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in sections. Method: field left blank - no available code for data/log review. The reported complaint that the device did not alarm (audible) was confirmed. Data from the associated pc unit log indicates that the device had been in use since the prior day with maintenance IV selected in the telemetry profile. There was no dobutamine infusion programmed on this device as initially reported. At 2:09 pm on (B)(6) 2011, while the device was infusing, the channel was accessed and the user selected the delayed start feature and programmed the infusion to delay for 15 minutes. At 2:24 pm, a callback (before) alarm occurred and the user started the infusion which ran until 5:50 pm when the infusion completed, stopped and displayed an infusion complete message. No callback after the completion on the infusion was programmed and therefore, no audible alarm occurred at the end of the infusion. Delayed start is an option that, when enabled, allows the user to program an infusion to be delayed for 4 specified time. Callback alerts can be programmed for (before) the start of the infusion as well as for (after) the end of and infusion, or both. In this particular case the default was for callback before the start but no callback was programmed for after the end of the infusion. No malfunction of the device is believed to have occurred. The root cause of the complaint is related to user programming.

Event description:
Biomed reported that an infusion completed but the device did not alarm to notify staff. Medications infusing at the time were dobutamine and lasix. The pt's blood pressure dropped to 60/40 because the dobutamine was paused. The pt was already in a higher level of care (not sure which department). No further pt or event details are available.